Manufacturer narrative:
Isi received the small grasper retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A log review was performed for the small grasper retractor instrument reported in this complaint (pn: 470318-10/ n101811150016) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 7 lives for this procedure and was not used for any following procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no photo or video provided by the customer. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Follow-up was attempted, but the patient information was unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for name and address is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.